Event description:
An e85 error code was received on multiple occasions. The device was brought down to the clinical engineering shop. Clinical engineers replaced the ribbon cable and single-board computer board which fixed the e85 error code. This issue occurred with three different devices so far. One device was swapped for a new unit with the manufacturer.